Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6). Was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6). Was performed from the date of manufacture, 23-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the users were unable to consistently scan insulin labels printed from the pyxis insulin printer. A field service engineer (fse) updated the zebra 411 printer settings to increase print darkness, verified the label output with the customer, and received customer approval that the labels printed correctly. The system functioned as intended after field service engineer repaired the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were unable to consistently scan insulin labels printed from the pyxis 3s insulin printer. The patient barcode scanned correctly; however, the insulin dose barcode did not scan reliably, as it appeared too light and positioned too far to the right, potentially being cut off at the label edge. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.